Event description:
A caller reported a ¿replace sensor¿ error message was received after 7 days of wearing the adc device and as a result, was unable to obtain glucose readings. The customer experienced symptoms described as ¿increased heartbeat, unable to speak, lost senses¿, and a loss of consciousness and was unable to self-treat. The caregiver administered glucagon injection as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a ¿replace sensor¿ error message was received after 7 days of wearing the adc device and as a result, was unable to obtain glucose readings. The customer experienced symptoms described as ¿increased heartbeat, unable to speak, lost senses¿, and a loss of consciousness and was unable to self-treat. The caregiver administered glucagon injection as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.